Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. During the placement of the reservoir, the system breaks at the entrance and it is not possible to use it. No adverse patient consequences reported. Upon receipt and analysis of sample, it was observed that a cut mark was observed on the connection part of the bulb.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the reservoir broken into two or more pieces? Was the reservoir used in the patient? Was another reservoir used to correct the situation? Device return status evaluation: sample received for analysis. One complaint sample of reservoir bulb was received for evaluation, during visual inspection, some cut mark was observed on the connection part of the bulb, which might lead to system breaks at the entrance. As per standard practice, there is no generation point of such defect during the production. Also, 100% inspection was carried out, visual. Before and after packing of finished goods, prior to the product release. So, there was no scope, end to missed out such defect, at manufacturing / release stage. Retain samples were checked for lot # and no defect related to complaint was observed. During investigation of the complaint, batch manufacturing record and retained sample review was performed. No discrepancy as per the reported defect was observed. It is suspected that, the connection part of the bulb might have came in contact with some sharp tool used during surgery, and lead to the defect generation. Which clarifies that external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.